Event description:
It was reported that a new dexcom g7 sensor initially connected to the ilet bionic pancreas and then stopped transmitting, consistent with intermittent signal loss between the sensor and the responsible device. Symptoms included no glucose data availability. Outcomes included the need for troubleshooting and temporary interruption of continuous glucose readings without clinical injury. Investigation included guided user troubleshooting and education, including sensor toggle procedures, re-entry of the pairing code, and placing the ilet into pairing mode. Investigation of this case revealed the device entered pairing mode and the user was instructed to confirm successful pairing and warmup. It was concluded that the event involved signal loss with unconfirmed root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.